Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received. The reported event was not duplicated during testing for 3 devices; however, the devices were outside specifications. Two devices were found to be affected by worn components. One device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had reportedly overheated. One reported event had patient involvement; no patient impact. Two reported events had no patient involvement; no patient impact.